Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided and cause was not known. Customer confused food, juice and "hypopak" to address bg. A system check was performed and no issues were identified with the pump.